Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. At this time, it is unk if this is associated with (z-0664-05). If additional info is made available, a follow-up report will be submitted. There was no pt harm reported.

Manufacturer narrative:
The device was requested back for evaluation, but has not yet been received.